Event description:
During an arm access procedure, the evercross pta balloon broke. When the physician tried to pull the balloon back into the sheath it sheared off of the catheter and the balloon wrapping was left in the artery. The physician opened a snare and was able to snare the materials out of the artery.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because there was not a lot number available.